Event description:
A us distributor reported that a patient's battery charger had faults.

Manufacturer narrative:
Device evaluation of battery charger/modem sn 58017883 has been completed. The reported problem (charger faults) has been confirmed. Upon investigation the battery charger/modem was unable to power on. The cause for the failure was isolated to physically damaged d601 diode on the bedside pca. The root cause for the damaged d601 diode could not be positively identified. No adverse event resulted from the damaged charger.